Manufacturer narrative:
The reported product is an unknown baxter transfer set. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient not being careful about hygiene and forgot to close the clamp of the ultra-transfer set. The patient was hospitalized for the event. The patient was treated with lespor (1 gram 1x1, route not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was reported as ¿the patient¿s treatment continues¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.